Event description:
A clinical services manager (csm) reported a patient experienced an infection at the pod insertion site. The patient "removed a pod from her thigh because it was itching". She noticed what appeared to be an abscess and went to the ER. At the ER, an incision was made and the abscess was drained. Patient is on antibiotics and will follow up with her hcp to make sure site is healing properly. The pod was discarded.

Manufacturer narrative:
The device was discarded and therefore unavailable for evaluation. We are unable to determine if any product condition contributed to the patient's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible.